Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but multiple temperature alarms occurred. In addition, it was reported that the insulin gauge was inaccurate. There was no reported impact to the customer's blood glucose level. Customer was unable to clear the alarms and did not have back up insulin therapy. Customer declined to provide what type of back up therapy would be obtained. Customer declined to further troubleshoot with tandem technical support.